Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated the alarm was resolved by a complete set change. The customer was unable to troubleshoot at time of call because of unable to determine the cause of the issue. The customer change out set and reservoir and return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.